Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother described that skin reaction as an itching, red, rash on the outside of the adhesive area. Patient treats the affected area with prescription cortisone cream, prescribed by her endocrinologist on (B)(6) 2015. Prescription was prescribed for the patient's eczema. Patient now uses the prescription for the rash around sensor adhesive. At the time of contact, patient's mother reported that the patient is "fine" now. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).